Event description:
Rn opened the package and the corner of the packaging did not appear to be sealed so she opened another one and the same thing occurred. Upon examination it appears that the glue on the packaging was not sealing the product properly. A third product was pulled and it seemed to be okay.